Manufacturer narrative:
Hillrom has initiated their investigation the affected device is being inspected, and a thorough investigation will take place and findings will be submitted in a final report.

Event description:
Hillrom received a report from the account stating a patient fell while being moved from the wheelchair to the bed using the liko ceiling lift and a two person assist. The wheelchair was located approximately 1.5 meters from the bed. During the transfer, the hook went on the load bearing part of the liftstrap when raising and this caused the patient to fall on the floor approximately 2 meters of height. The patient struck his head as well his pelvis and one hip. A CT of the head showed a 4mm parafalcine subdural hematoma. There was clinical suspicion of a hip fracture, but this was not radiologically verified by hip and pelvis x-ray. The patient also sustained a hematoma to the right psoas major muscle. This report was filed in our complaint handling system as (B)(4).

Event description:
The customer reported a patient fell while being moved from the wheelchair to the bed using the liko ceiling lift and a two person assist. The wheelchair was located approximately 1.5 meters from the bed. During the transfer, the hook went on the load bearing part of the liftstrap when raising and this caused the patient to fall on the floor approximately 2 meters of height. The patient struck his head as well his pelvis and one hip. A CT of the head showed a 4mm parafalcine subdural hematoma. There was clinical suspicion of a hip fracture, but this was not radiologically verified by hip and pelvis x-ray. The patient also sustained a hematoma to the right psoas major muscle. This report was filed in our complaint handling system under reference (B)(4).

Manufacturer narrative:
The hospital technician have inspected and tested the lift, and found no issues with the lift and have put the lift back into service. Per our likorall 242 instructions for use: lifting accessory with quick-release hook (likorall: 242 r2r, 243 es, 250 es) push down the catch and connect the quick-release hook to the q-link ii or q-link. Release and check that the catch locks in order to prevent involuntary unhooking from the q-link ii or q-link. Before lifting check that the quick-release hook is correctly attached to the q-link ii or q-link the likotm quick-release hooks protect against unintentional detachment. The q-link and quick release hook would be attached at an eye level and checked for complete attachment before the sling was attached to the slingbar. The slingbar is designed so that when weight is applied to the slingbar you are unable to detach the quick release hook from the q-link. Additionally, as per the IFU, in order to detach the slingbar from the q-link, the quick release hook would need to be pressed down, while simultaneously rotating the q-link at an angle to release it from the q-link. Based on the device inspection and description of the complaint it is possible, initially the hook was not engaged and checked as per the IFU prior to lifting. Follow-up information received from the customer indicated an inspection of the liko lift was performed by and the lift was returned to service. The liko lift was functioning as designed post inspection. Additional clinical information was requested but not received. Information regarding how the q-link was connected to the quick-release hook on the sling bar was also requested but not received. The reported event resulted in a serious injury and is therefore considered reportable.

Event description:
Hillrom received a report from the account stating a patient fell while being moved from the wheelchair to the bed using the liko ceiling lift and a two person assist. The wheelchair was located approximately 1.5 meters from the bed. During the transfer, the hook went on the load bearing part of the liftstrap when raising and this caused the patient to fall on the floor approximately 2 meters of height. The patient struck his head as well his pelvis and one hip. A CT of the head showed a 4mm parafalcine subdural hematoma. There was clinical suspicion of a hip fracture, but this was not radiologically verified by hip and pelvis x-ray. The patient also sustained a hematoma to the right psoas major muscle. This report was filed in our complaint handling system as c# (B)(4).

Manufacturer narrative:
Hillrom has initiated their investigation the affected device is being inspected, and a thorough investigation will take place and findings will be submitted in a final report.